Event description:
Pt undergoing radical pancreaticoduodenectomy; a tct 75 proximate stapler was deployed and as a result the staple line was partially closed, partially open, and miscellaneous staples scattered in the surgical staple tissue area. Physician excised tissue involved in staple malfunction.